Event description:
Six occurrences in past 2 weeks where crack developed in either the blue or red port of the hemodialysis catheter where connector meets the blood line; evidenced when saline or blood leaked at site of crack or where air entered the system at the site of the crack. Required replacement of hemodialysis catheter access on 5 occasions.